Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in new zealand, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. The patient presented with a mild degree of access vessel tortuosity and calcification. During the procedure, there were difficulties crossing the native valve from the right femoral, so it was decided to use a second esheath from the left femoral to give support. No balloon aortic valvuloplasty was performed prior to attempting to cross the native annulus. The 26mm sapien 3 ultra valve was implanted. Post-valve implantation, it was noticed that there was a retrograde dissection from the femoralis to aortic annulus including the left main stem and circumflex artery. The patient was transferred to surgery to implant a stent in the affected coronary arteries. The patient was stabilized and sent for CT scan. The patient was reported to be alive. There were no damages found on the devices. As per medical opinion, the root cause of the event was the severe aortic stenosis.